Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301947 and lot number 2108283. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for evaluation by our quality engineer team. However, the retained samples did not show any sign of defect.

Event description:
It was reported that the tip of the bd¿ syringe with needle barrel was found broken. The following information was provided by the initial reporter, translated from chinese: "during the patient's renal dynamic examination, prepare 10ml of normal saline for flushing, opened the syringe to connect the needle, the tip of barrel was broken, and replaced the syringe"

Event description:
It was reported that the tip of the bd¿ syringe with needle barrel was found broken. The following information was provided by the initial reporter, translated from chinese: "during the patient's renal dynamic examination, prepare 10ml of normal saline for flushing, opened the syringe to connect the needle, the tip of barrel was broken, and replaced the syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.